Event description:
An inflammatory mass was reported. The patient had an MRI with contrast which diagnosed the granuloma. The pump was emptied of sufentanil and refilled with saline. It was unclear whether additional drugs were in the patient's pump. The patient was transported for a neurosurgical consult. The health care provider later reported that the MRI revealed the mass at tip of catheter was 1cm plus cord "hypertensive" findings from t5-conus. The patient had recent increase in their usual pain, new or different sensory complaints or parasthesias at the thoracic-multiple levels. . The catheter tip and mass were removed on (B)(6) 2012. The patient status was noted as stable, no neurological deficits, however "plenty of pain". The hcp reinstituted dilute fentanyl solution plus oral supplement. It was further reported the pump delivered sufenta, bupivacaine, methadone, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown, (B)(4) personal therapy manager, serial # (B)(4), (B)(4) personal therapy manager, serial # (B)(4), (B)(4).